Manufacturer narrative:
The device body (no catheter attached or loose) and a snap-lock mechanism was returned to the MFR (MFR.) And has been analyzed as follows: the device body was received encased with body tissue. Normal usage was seen on the device septum with no internal damage noted. The snap-lock mechanism had material consistent with dried blood on the inner surfaces of the mechanism. The device flow path fitting also contained material consistent with blood. The device was patent with no resistance felt when flushed or aspirated. A clear particle free fluid was collected. No leaks were noted when the device was pressurized with air and fluid. The device functioned as intended as received. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A lot number was not provided for this device; therefore, a review of the device history record was not possible. Based on the info available and the results of the MFR.'s analysis of the device as received, the report that "the physician was unable to infuse drugs via the device" could not be confirmed. No further details are available. The customer will be notified of the MFR.'s findings. The MFR. Is now closing the file on this event. Submitted to FDA 4/3/1998.

Event description:
On 12/22/1997, the MFR (MFR) rec'd a fax from the MFR's dist which states the following: the device was implanted on 01/16/97, the catheter in the infraclavicular vein. The device was flushed once every two (2) weeks and operated properly until 09/22/1997. The problem was found on 10/13/1997, when the physician could not infuse the drugs. Urokinase did not dissolve the occlusion. Finally the device was replaced with another catalog number. Please investigate the returned sample and inform co of the cause of the occlusion (what is the component of the deposit in the device). No further details were provided at this time.